Event description:
The technician alleged that the left hand head siderail will not latch due to a broken weld. There were no injuries.

Manufacturer narrative:
The technician stated that the siderail weld was broken for an unknown reason. The customer did not want to repair the bed at this time.